Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2019. According to the complainant, during the stent placement procedure, outside the patient, when the physician attempted to load the 3fr. Advanix pancreatic duct stent over the .025 jagwire, the stent would not fit over the guidewire. Reportedly, the stent was unable to be removed over the guidewire and sheared off the stent and it broke in half. The entire device was removed from the patient. The procedure was completed with a 4fr. Advanix pancreatic duct stent. There were no patient complications reported as a result of this event.